Event description:
It was reported that the "customer stated that dl [driveline] is not healing optimal. Patient is very thin, could see dl around abdominal area, feels pain after moving a lot, but is aware about situation that she is at home 4 [four] weeks after heart surgery. Exit site is wet but dl not moving, allevyn adhesive used for dressing." The device currently remains implanted therefore it will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) includes the following precaution: safety and effectiveness in persons less than 18 years of age and in persons with a bsa of less than 1.5 m2 have not been established. The path and method of tunneling the driveline is determined by the implanting surgeon to meet the individual needs of each patient. As such, the IFU does not describe a particular method but does advise to adjust the distance of exit site from costal margin to fit body habitus and prevent rubbing against the costal margin. The IFU provides guidelines on driveline care and immobilization to minimize the risk of infection. Device remains implanted.